Event description:
It was observed that during the device evaluation, the cable exhibited image failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image failure occurred due to faulty printed circuit board (cn board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.